Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Physician reported late onset seroma with pain and breast asymmetry, and is "worried about bia-alcl suspicion", capsular contracture baker grade IV, and double capsule. Side unknown. Device status unknown.